Event description:
Paramedics used the device to administer external pacing to a pt diagnosed in cardiac arrest. The device allegedly stopped pacing intermittently during transport to the hospital. Each time pacing stopped, the operator moved the therapy cable connector and restarted pacing. The pt regained a spontaneous rhythm and pulse prior to arrival at the hospital. The pt's outcome was not known.